Event description:
Additional information was received from the patient. It was reported that after the replacement the spinal cord stimulator would not come on. The patient went back to the doctor and a rep was able to change something in the program which allowed it to come on. The device was working better than any of the patient's previous three others.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome, post lumbar laminectomy syndrome, and lumbar radiculopathy. It was reported that the patient's ins was being replaced on (B)(6) 2016 due to normal battery circumstances. The rep ran impedance tests before the procedure and got in the 800-1,300 ohms range for electrode impedance. After the ins was replaced impedance values were also in that range. The rep began programming the patient and the patient had no stimulation perception, but then suddenly went to uncomfortable stimulation perception. This occurred about three times. The rep noted getting stimulation up to 8.6 volts (v) with no sensation, but having the patient feel stimulation at 4.9 v and 3.3 v, then stimulation was gone and the patient could no longer perceive it. The rep tried multiple electrodes and confirmed that the surgeon's work was sound in the rep's opinion. The rep expressed confusion as to why impedance values would be normal with no stimulation perception. A data file was gathered and sent to the manufacturer. The rep was to meet with the patient on (B)(6) 2016. The data file was reviewed by a manufacturer engineer who noted that the information in the data file looked good and there wasn't anything abnormal seen. The engineer thought it sounded like an intermittent open or short circuit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.